Manufacturer narrative:
The device was received on 24/10/2022 for expertise in besançon. In order to find the cause of the malfunction, a visual and functional analysis was conducted. The bolt of the upturned catheter was quite dirty and had dry blood deposits inside. Despite this, inserting the catheter into the bolt posed no difficulty. Also, a knot was present on the catheter at the level of the polyamide tube. After connecting the catheter to a monitor, the display is 0 mmhg in the open air and the fiber normally reacts to the mechanical stresses of the membrane. Thus, the return catheter meets our specifications. The quality control department has not been able to reproduce the observed problem and therefore cannot confirm the anomaly suspected by the user.

Event description:
54-year-old patient in care since (B)(6) 2022 following a traumatic brain injury with hematoma requiring management surgical. The patient is carrying a measurement of intracranial pressure. The health professional reports repeated malfunctions of the optical fiber allowing pressure monitoring intracranial, it does not give values measurement after its connection to the patient.